Event description:
The customer reported getting a pre-charge error preventing the making of x-rays. This error will prevent the system from booting. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries. The system operates as intended.